Event description:
A gore viabahn endoprosthesis was used during the treatment of a common femoral artery stenosis. The device reportedly started to deploy inside of pt without the physician initiating deployment. The physician could not position the device in its intended location. An attempt to remove the device through the introducer sheath was unsuccessful. The physician performed a surgical cut-down and removed the device. The pt was fine post procedure.

Manufacturer narrative:
Review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Based on the description of the event, the device was surgically removed due to the inability for the endoprosthesis to be removed from the sheath. As indicated in the IFU warnings section, it is not recommended to withdraw the gore viabahn endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. If removal prior to deployment is necessary, withdraw the gore viabahn endoprosthesis to a position close to but not into the introducer sheath. Both the gore viabahn endoprosthesis and introducer sheath can then be removed in tandem. The device was returned and inspected. It could not be determined if there were anomalies attributable to the manufacture of the device.